Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on september 13th reported the patient was reprogrammed on (B)(6) 2018. The hcp noted the event was unlikely related to the device or therapy and was due to programming. The hcp noted the most recent interrogation prior to the event was (B)(6), 2017. It was noted meet with a manufacture representative (rep) on (B)(6) at the clinic and there was reprogramming to patient satisfaction. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery and spinal pain. It was reported there was an undesirable change in stimulation. The patient reported an uncomfortable sensation, jolting/shocking sensation starting 2-3 weeks prior to (B)(6) 2018. The hcp indicated the cause/trauma/pattern was not known. The patient was hoping the issue would resolve on its own. The patient had tried different settings, but it continued. The patient was encouraged to contact the manufacture representative (rep)/clinic to set up an appointment. There were no further complications that have been reported as a result of this event.

Event description:
Additional information from the healthcare professional (hcp) reported the event was resolved without sequelae on (B)(6) 2018. The hcp noted on (B)(6) it was stated the adjustments made 4 months prior had made a quite a difference. The patient did not feel he needed any adjustment on the day of the clinical visit and he had no other operational issues. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the shocking was not determined, and actions/interventions taken to resolve the shocking included reprogramming on (B)(6) 2018. No further complications were reported/anticipated.